Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 investigation summary the product was returned to ethicon for evaluation. One empty folder and two detached needles were received for analysis. Product code jv7439; this product code is double armed. During the visual inspection of the returned needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification, and remnant of suture was observed. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent a procedure on an unknown date and suture was used. Several corneal surgeries and several intraocular surgeries, the needle pulled off from the thread without exerting excessive tension on each thread. Loosening was found on 2 wires in one box and 4-5 wires in another box, both boxes having the same lot number. The procedures could be completed, using other wires on the boxes, without affecting the animals. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each procedure: (B)(4). Procedure 1. (B)(4). Procedure 2. (B)(4). Captures the recurrence of 'needle pulled off from the thread without exerting excessive tension on each thread'. - how many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This single complaint was reported with multiple events.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open box and ten (10) representative unopened samples were received for analysis. Product code jv7439. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.